Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly calcified vessel. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.